Event description:
It was reported that a patient underwent a procedure using a cervical plate system. The plate was placed in the patient "but not screwed in" and the drill, tap, and screw (dts) guide was "engaged on the plate and when an attempt was made to disengage it, the locking mechanism came off the plate and stuck to the dts guide". No fragments were left behind and the plate was replaced with a new plate system and the procedure was completed successfully.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Product analysis: "visual and optical examination identified asymmetrical witness marks noted on anterior face of removed locking retainer cap. Witness marks and material deformation on both sides of the interior of the removed locking retainer cap is consistent with removal of dts guide without full depression of instrument release button, which could overload the locking retainer cap component retention features and result in removal of the locking retainer cap. Optical inspection of the intact locking retainer caps on the returned product and sample product did not identify similar witness marks, both before and after usage of sample dts guide. The above observations are consistent with incomplete depression of the dts guide instrument button."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.